Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl with a trace of ketones. Elevated bg was due to the customer forgetting to deliver a food bolus via the pump. A correction bolus was delivered and bg lowered. Tandem technical support (cts) had the customer perform a pump system check and no device issues were identified. The customer declined further follow up from cts and had no further questions.